Event description:
It was reported tha the device is its failing self-tests with its "remove & reinsert battery" loop. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.